Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13094. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial and right ventricular lead were over-sensing double counted signal triggering high ventricular rate alerts. The physician elected to monitor the patient. The patient was stable.